Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that based on the limited information provided and without the return of the device for evaluation the root cause of the reported fracture in the tibia plate cannot be determined. However the patient¿s weight cannot be ruled out as a contributing factor. The pain experienced by the patient was likely due to the fracture found in the tibial base plate. The future impact to the patient beyond the revisions cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.

Event description:
It was reported that patient underwent a revision surgery due to breakage of tibial plate. Patient had pain in the knee and have visited the doctor in (B)(6) 2016 when the breakage was discovered on the x-ray.

Manufacturer narrative:
(B)(4).